Event description:
Pt was undergoing a plastic surgery procedure which included therapeutic ultrasound to each jowl. From this treatment, the pt is claiming "severe and permanent injury", which causes her to endure "great pain", suffering and scaring".

Manufacturer narrative:
Artison was notified of this incident when we were named in a lawsuit. This product was notified back in october of 2007. They called rich-mar naimco (they had purchased the rich-mar name along with the physical therapy line of products from us in may of 2007). We do not actually know the severity of the alleged burn, and believe that the device was functioning as it should. The operators manual cautions against using the device over anestheized areas.